Event description:
A 26 mm diameter x 15 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm under clinical trial. The patient has a history of coronary artery disease post myocardial infarction and coronary artery bypass x 3. At the time of implant, the abdominal aortic aneurysm measured 6.4 cm and a 4 cm iliac aneurysm was also present. The left common iliac artery was tortuous and there was extensive bilateral iliac disease. The stent grafts were successfully implanted without complication. Approximately 3 years later, the aneurysm was found to have increased in size by 1 cm; however, there was good pacification within the lumina of the stent graft and there was no radiographic evidence to suggest endoleak. The common iliac aneurysm was unchanged when compared to the prior examination. The patient had an aortic cuff and an iliac stent graft implanted for secondary intervention. Four years later, the aneurysm was found to have continued to enlarge and the decision was made to explant the stent grafts. The stent grafts were successfully explanted and the patient was in stable condition after the procedure. No additional clinical sequelae were reported. The explanted stent graft was returned to medtronic and its evaluation is pending.